Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this electrode received an inappropriate shock due to dislodgement. Surgical intervention was performed and the electrode was discovered to have been wrapped around the device as the patient was a twiddler. The electrode was explanted and replaced. No additional adverse patient effects were reported.